Manufacturer narrative:
Results and conclusions summation - perforation, as noted in the promus IFU, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. Perforation can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. Since there was no reported product malfunction, there does not appear to be any indications of a sds quality deficiency. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the procedure was to treat a 90% stenosis in the mid cx. After deployment of the 4.0 promus, a perforation was observed. An attempt was made to treat the perforation with the graftmaster stent, but it could not pass far enough to cover the perforated segment and it could not be withdrawn into the guide catheter. Therefore, the graftmaster stent was implanted in the proximal cx. Long balloon inflations were performed until the vessel thrombosed, avoiding cardiac tamponade. No additional event or patient information is available.